Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps/instructions - it was reported the device was used in the superficial femoral artery. Per the starclose se electronic instructions for use (IFU): do not use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection or an acute vessel closure. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to deploy the clip; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right superficial femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, it was a low stick in the superficial femoral artery and the starclose clip grabbed the posterior wall of the profunda femoris artery, occluding the artery. Surgery was immediately performed to remove the starclose se clip and to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.